Manufacturer narrative:
This supplemental report is being submitted to provide additional information.the subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus china (osh), there was the possibility that the reported phenomenon was attributed to something other than the subject device such as the dvi cable or the monitor and so on. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, the endoscopic image was blackout occasionally and it was found that the signal was not output from the dvi out terminal of the subject device. The service engineer of olympus china (osh) checked the subject device and found that the reported phenomenon was not duplicated and the subject device functioned correctly. There was no report of patient injury associated with this event.